Manufacturer narrative:
B3 - date of event: used 04/01/2024 as the exact date of event was not reported.

Event description:
It was reported that the device broke. The patient underwent an interventional radiology procedure for carotid arteriogram. A 300 cm x 10 cm fathom -14 was selected for use. However, it was noted that the guidewire broke prior to being inserted into the body. No patient complications were reported.